Event description:
A customer contacted global technical service (gts) reporting a system error 2240/2367 (air in set) during dwell 3 of 5 on the homechoice (hc). The home patient (hp) was connected and the technical service representative (tsr) advised the hp to cycle the power to clear the alarms and explained the meaning of the alarms. There was no obvious cause of the alarm. The caller will discard the supplies and finish therapy with manual supplies. The caller will call the registered nurse (rn) regarding the air detect alarm and being connected. There was patient involvement. There was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is not confirmed because disposable set was not returned to baxter for evaluation, the lot number was not provided for a batch review and the user did not describe any type of use errors or other issues that might have caused the reported event. The assignable cause is undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.